Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded episodes due to non physiological noisy signals oversensing. The technical services (ts) recommended to troubleshoot with the patient in clinic and to perform a x ray. Troubleshoot was performed and the x ray did not show a macroscopic lead fracture. Nonetheless, when touching the xyphoid area, artifacts were clearly observed. The patient was immediately hospitalized with therapy off. Additionally, the patient felt a bump at the level of the xyphoid and likes to touch it from time to time. The s-ICD was analyzed, and everything seemed normal. The electrode was schedule for explant due to a suspected fracture. The electrode was explanted and replaced. No additional adverse patient effects were reported.